Manufacturer narrative:
The results of the visual examination and evaluation of sem images of the returned fractured core wire of the pressurewire indicated the fracture was likely due to excessive ensile force. The returned fractured core wire was found to be within sjm specification and there was no evidence of material defect that could have caused or contributed to the fractured core wire of the pressurewire. A review of the device history record confirmed that the device was manufactured according to sjm specification. We will continue to closely monitor the performance of this product for any significant trends.

Event description:
A pressurewire aeris was used to perform an ffr. Upon removal of the pressurewire and guide, it was noted that a portion of the pressurewire was missing. The remaining pressurewire was located in the left main coronary artery. A share was utilized and a portion of the retained pressurewire was retrieved. Multiple attempts to snare the remaining wire portion were unsuccessful. The pt expired in the cath lab after several hours of attempting to retrieve the wire.